Event description:
It was reported that a rt got shocked. Customer is alleging a device malfunction in this incident. After the electric shock, the nurse pain from her right fingers, up her arm, and through her head and neck. She was sent home from that shift.

Manufacturer narrative:
After the electric shok, the nurse pain from her right fingers, up her arm, and through her head and neck. The complaint investigation of provided information and onsite investigation identified no technical malfunction of evita v800 with serial no. (B)(6) that could have caused the electric shock. Electrical safety of the ventilator was successfully checked by dräger service in accordance with the standard iec 60601-1 (3rd edition). The incident may have been caused by a power strip belonging to the operator into which the ventilator was plugged in. As per the service report, the affected ventilator evita v800 (B)(6) successfully passed all functional tests and electrical safety tests carried out by draeger service in accordance with the manufacturer's test protocol. No technical malfunction of the ventilator was identified that could have caused the electric shock. It was observed by draeger service that the ventilator was connector to a power strip which was not physically examined and may have been the cause of the reported incident. Evita v800 complies with the standard iec 60601-1 (3rd edition) and its requirements for basic safety and essential performance. This includes the freedom from unacceptable risk directly caused by physical hazards, such as electric shock. Electrical safety of evita v800 must be checked every 12 months as outlined in the corresponding IFU. To date, dräger did not yet receive other complaints from the field regarding similar cases of electrical shock under involvement of evita v600/v800 and babylog vn600/vn800. The complaint did not reveal any new or additional risk as already considered by the device risk management file.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a rt got shocked. Customer is alleging a device malfunction in this incident. After the electric shock, the nurse pain from her right fingers, up her arm, and through her head and neck. She was sent home from that shift.